Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged with foreign material. In addition, the following observations were made: water invasion in the device, the angle wires had become stretched, deterioration of adhesive, defects of the bending manipulation and insertion tube, damage on the universal cord, deformed and pinched insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient cleaning of the device led to the malfunction. However a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Inspection of the water feeding function as below: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, a b30 scope communication error occurred with the evis exera iii gastrointestinal videscope during an upper gastrointestinal endoscopy. The procedure was interrupted and completed using another endoscope. Inspection and testing of the returned device found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.